Event description:
The set was sent down to biomed from oncology. They reported that the set was in a pump module infusing 0.9% sodium chloride. The set was found with a ballooned area at the upper silicone segment. It is unknown if any IV pushes or flushes were given with the set. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). The customer's report of a balloon in the silicone segment was confirmed upon visual inspection of the set and replicated during pressure testing. The pressure test produced a balloon within the silicone segment at 12 psi; below specification. The silicone segment was likely weakened during customer use. The root cause could not be fully identified. Past investigations determined ballooning has occurred when an IV push is executed below the pump when the tubing above the IV push site was not clamped off. This can cause unwanted pressure to go up into the silicone segment and cause a balloon in the tubing.